Event description:
Product: cibasoft aosept contact lens disinfecting solution. Product is not intended for direct use in the eye, it is a peroxide based disinfecting solution for soft - hydrophillic - contact lenses. However, if it is mistakenly used instead of normal saline wetting solution, it will cause severe burning of the eye. The MFR has chosed to package aosept in the same size and color bottle as the saline solution. They have chosen to put a red tip on the aosept bottle as a warning, but it's often difficult to see by someone who is severely nearsighted and presbyopic. The MFR should be forced to pack the products in different shapes and/or colored bottles to easily distinguish them. In addition, the neutralizing disk does not always work, but the user cannot determine that until he/she puts the lens in the eye and is subject to severe burning from improperly neutralized lens. Reporter has also asked the MFR to market a product to instantly neutralize the aosept in the event of a problem such as those outlined above. They said it is not necessary to do so, flushing the eye with saline should be sufficient. From reporter's own experience, a simple flush with saline is not sufficient, as the burning still continues. Reporter is appalled that the FDA would permit a product like aosept to be marketed, without a proper "antidote" available. This product can cause severe eye damage if not used properly, and for a person wearing contact lenses it can be very difficult to see to properly distinguish the aosept from the saline solution.